Event description:
During preventive maintenance device inspection, customer observed that the device gave the "connect electrodes" message and would not recognize the therapy cable connection. There was no report of pt involvement with the reported event.

Manufacturer narrative:
(B) (4). Physio-control assisted the reporter to troubleshoot the issue and found that the device was able to shock into the defib analyzer when the therapy cable was physically pushed into the connector. Physio provided technical assistance and recommended replacing the therapy connector to repair device.